Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "underarm dense formations". This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "underarm dense formations" and "explantation has been done and showed it was silicone gel." The device was replaced. This is the right side record.